Manufacturer narrative:
(B)(4).

Event description:
It was reported during an ICD replacement procedure, the lv lead was determined to be damaged. As such, the lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: please retract this report 2938836-2016-15191, as the incorrect serial number was submitted. The complaint associated to this report is filed under 2017865-2017-35237.